Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient stated they were at home and the cgm was displaying high. The patient did not have any symptoms during this time and drank three glasses of water. The patient stated that they were unable to use their blood glucose meter at home and called their cousin to drive them to the emergency room. Upon arrival, a nurse tested the patient's bg and it was 250 mg/dl. The cgm was still displaying high. The nurse treated the patient with IV fluids and also had the patient drink a can of soda. The patient then took a nap at the ER and when they woke up from their nap, they were feeling better and was discharged. At the time of the report, the patient was in normal condition. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.